Event description:
It was reported patient was revised on right knee due to pain. Doctor did a poly swap.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown tibial bearing insert. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain involving an unknown knee implant was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the consulting clinician had required an op report, x-ray and examination of components to determine the root cause. The provided medical information was deemed insufficient for a medical review by the consulting clinician. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported patient was revised on right knee due to pain. Doctor did a poly swap.